Event description:
Additional information was received that the suspected cause was thought to be calcification on the lead shocking coils, however, this was not confirmed through diagnostic imaging. The physician will continue monitoring.

Event description:
It was reported that this right ventricular (rv) lead exhibited impedance issues, so it was explanted and replaced. A new rv lead was implanted. No additional adverse patient effects were reported.

Event description:
Additional information was received that defibrillation threshold (dft) testing was performed and during the test, the device recorded a shock into an open circuit fault. The device did successfully convert the rhythm with the delivered shock. The lead configuration was reprogrammed rv coil to can and dft was again performed and shock impedance measurements were noted to be 118 ohms. A lead fracture was suspected, however, was not confirmed. The programmed configuration was left rv coil to can and the physician will continue monitoring. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. Boston scientific technical services (ts) discussed troubleshooting options. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.